Manufacturer narrative:
(B)(4). Investigation is ongoing.

Event description:
As reported, during a transaortic tavr procedure, the balloon tore/ruptured in two places (towards proximal part of the balloon/tip of balloon) as it reached 90% expansion.  Bav had not been performed prior to inflation.  Despite the balloon burst, the valve was able to be deployed in an 80:20 aortic position.  Upon removal, ¿most¿ of the delivery system balloon could not be pulled back into the sheath. The patient was placed on pump and the balloon was surgically removed.  Post op echo showed mild pvl. The patient was noted to have left the room in stable condition. Additional information confirmed extra volume had not been added to the balloon prior to the inflation.  Additionally, no abnormalities were noted with the delivery system or the sheath prior to use or after use.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Additional information: d10, h6 and h10.  Section h10:  per the instructions for use (IFU), balloon rupture is a potential risk of the tavr procedure. The delivery system was returned to edwards lifesciences for evaluation.  The device underwent visual and dimensional inspections. During visual analysis, a longitudinal and radial balloon burst was confirmed. The guidewire lumen was observed to be stretched with multiple kinks.  The sheath tip was also observed to be slightly compressed.  No relevant functional testing was able to be performed due to the condition of the returned device (balloon burst).  The complaints were confirmed through visual inspection.  During dimensional analysis, the single wall thickness of the inflation balloon was measured at four locations along the burst balloon.  A thin wall could leave the balloon more susceptible to bursts and may be indicative of a manufacturing non-conformance.  The balloon single wall thickness at all measured locations were within specification. No relevant imagery of the device or procedure was provided to edwards lifesciences for review. Transcatheter delivery balloon burst complaints have been previously investigated by edwards and documented in a technical summary written by edwards lifesciences.  A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event.  There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot).  The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus.  Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. In this case, the complaints were confirmed from visual inspection of the returned device (burst balloon; compression on sheath tip).  However, no manufacturing non-conformities were found in the returned sample.  A review of available information did not provide any indication that a manufacturing non-conformance would have contributed to the complaint.  The review of case notes reveals that the perceived root cause was ¿balloon tore due to calcification¿ and noted that the patient had moderate calcification in the native annulus, native leaflets, and aortic root.  Based on this information, it is likely that the root cause of the balloon burst is related to those detailed in the technical summary mentioned above.  Furthermore, a balloon burst would have created difficulty withdrawing the delivery system into the sheath, as the altered balloon profile would have likely become caught on the tip of the sheath.     The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device.  Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.  No corrective or preventative actions are required at this time.